Event description:
A doctor reported that a memory lens iol implanted in a patient's right eye was being evaluated for explantation in the near future due to opacification. Yag capsulotomy od performed. Visual acuity reported as 20/25 and filmy at exam. No further information is available at this time.